Event description:
Related manufacturer reference number: 2017865-2021-32327. It was reported that the patient presented for generator change procedure. During the procedure, it was noted that the physician had difficulty removing the right atrial (ra) lead from the header of the implantable cardioverter defibrillator (ICD). The physician was ultimately successful and was able to exchange the ICD. The patient was in stable condition after the procedure.